Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "something like a cut" found on the inside of the transfer set tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and loose particulate matter inside of the fluid path was noted. Fourier transform infrared spectroscopy identified the material to be consistent with a mixture of silicone and calcium stearate. Functional testing was performed which included leak testing, clear passage test, and clamp function test. All functional testing performed was acceptable. The reported problem of particulate matter inside tube was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.